Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient who had a right renal stone, renal papillary necrosis, with obstruction of ureter secondary to sloughing of papillae underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient was writhing and shouting in pain. Reported pain was 10 out of 10 in the right lower back, occurring during urination. The pain had been ongoing for one day. Five milligrams of subcutaneous oxynorm were administered during episodes of pain, with good effect. It was determined that these events were non-serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter email added. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient who had a right renal stone, renal papillary necrosis, with obstruction of ureter secondary to sloughing of papillae underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient was writhing and shouting in pain. Reported pain was 10 out of 10 in the right lower back, occurring during urination. The pain had been ongoing for one day. Five milligrams of subcutaneous oxynorm were administered during episodes of pain, with good effect. It was determined that these events were non-serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who had a right renal stone, renal papillary necrosis, with obstruction of ureter secondary to sloughing of papillae underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient was writhing and shouting in pain. Reported pain was 10 out of 10 in the right lower back, occurring during urination. The pain had been ongoing for one day. Five milligrams of subcutaneous oxynorm were administered during episodes of pain, with good effect. It was determined that these events were non-serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.